Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaw no, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform yes, jaws: hold clip yes, jaws: inside width at tips .177, lockout functional yes, number of clips fed and formed 7. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed with no difficulties noted. Therefore, it could not be ascertained as to why the clips reportedly fell off. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it it reported in order to continuously improve products.

Event description:
It was reported er320 was used during a laparoscopic cholecystectomy. It was reported the clips fell off during the procedure. There was no consequence to the pt.